Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that heparin was on hold due to bleeding issues that happened overnight and partial thromboplastin time (ptt) was over 100. It was also noted that due to a hematoma at the access site, the patient was going to the operation room for exploration.

Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. The root cause of the access site bleeding could not be determined since the product was not returned and enough clinical information was not provided.